Event description:
Feeding tube began leaking at the y connector. This has been an ongoing problem with these tubes. It has to be removed and replaced whenever this happens. Manufacturer response for 10 fr. Kangaroo feeding tube with iris technology, covidien (per site reporter). Nothing else.